Event description:
This event is a duplicate of a previously reported event ((B)(4), (B)(6), report ref # 2135147-2024-04419-00) and as such should not have been reported. Please consider this report closed. The case/report will be captured in (B)(4), (B)(6).

Manufacturer narrative:
This event is a duplicate of a previously reported event ((B)(4), (B)(6), report ref # 2135147-2024-04419-00) and as such should not have been reported. Please consider this report closed. The case/report will be captured in (B)(4),(B)(6).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with very poor health. During the pre-case plan it was recognized that transfemoral (tf) access might be a struggle due to the patient having a torturous and heavily calcified anatomy. As the patient's anatomic measurements fell within the recommended use guidelines, the procedure was carried out. During the procedure, they tried to access the heart tf via the left leg but couldn¿t pass the non-abbott guidewire. They ultimately decided to get access via the left sided subclavian. This process went without any issues and the valve was implanted with trace leak and a low gradient. About ten minutes after the case, as they were reversing anesthesia, the patient began to crash. The patient ended up passing away as a result. It was discovered afterwards that the patient had developed a spiraling dissection in their descending aorta. This was likely due to the attempt at left sided tf access, prior to introduction of the abbott delivery system (ds). The exact cause of death was unknown, but another possible cause being considered was a coronary obstruction with no known device relationship.